Event description:
This serious spontaneous regulatory case from the national agency for the safety of medicine and health products, france was reported by a pharmacist as "hyperglycaemia(hyperglycaemia)" beginning on (B)(6) 2024, "novopen 6 does not dispense the product(device failure)" with an unspecified onset date, "novopen 6 was showing end(device image display issue)" with an unspecified onset date, and concerned a 14 years old male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "diabetes", , novorapid penfill (insulin aspart 100 u/ml) from unknown start date for "product used for unknown indication". The events hyperglycemia, novopen 6 doesnot dispecnse the product, novopen 6 was showing end were medically confirmed. Since last submission the case has been updated with the following: -classification of "regulatory authority" added. - device available for evaluation and returned to manufacturer on were updated. -current location of device and further investigation updated in EU/ca tab -authority number updated in additional information tab. -device narrative updated accordingly. -narrative updated accordingly. References included: reference type: e2b report duplicate reference ID#: fr-novoprod-1319200 reference notes: reference type: mw 3500a MFR. Rpt. # reference notes: medwatch 3500a MFR. Report number reference type: e2b authority number reference ID#: fr-ansm-r2435697 reference notes: ansm (national agency for the safety of medicine and health products), fra this report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Event [preferred term] (related symptoms if any separated by commas), hyperglycaemia [hyperglycaemia], novopen 6 does not dispense the product [device failure], novopen 6 was showing end [device information output issue]. Case description: this serious spontaneous case from france was reported by a pharmacist as "hyperglycaemia(hyperglycaemia)" beginning on (B)(6) 2024, "novopen 6 does not dispense the product(device failure)" with an unspecified onset date, "novopen 6 was showing end(device image display issue)" with an unspecified onset date, and concerned a 14 years old male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "diabetes", , novorapid penfill (insulin aspart 100 u/ml) from unknown start date for "product used for unknown indication", the patient's height, weight and body mass index were not reported. Current condition: diabetes (type and duration not reported) concomitant products included - novopen (insulin delivery device), tresiba penfill 100 u/ml (insulin degludec 100 u/ml). On an unknown date patient recently changed pen, which was showing end. Said that since the pen was changed, he had very high blood sugar (blood glucose) levels (value and units not reported). Cartridges: novorapid penfill on an unknown date patient had significant hyperglycaemia. The patient used a pen for the tresiba cartridges and a pen for the novorapid cartridges. His pen for novorapid was changed on (B)(6) 2024 to replace the previous one which was discharged. He began to experience important hyperglycemia. In patient's family they first tried to change needles without improvement. They then took the cartridge off the novopen used for novorapid and put it in the novopen used for tresiba and the glycemia became normal again. When they tried again the first novopen, hyperglycemia reoccured. Pharmacy then exchanged the pen and patient had no more issues. No analyses results available. After product discontinuation, symptoms improved. Suspected product was not reintroduced. Batch numbers: novopen 6: has been requested novorapid penfill: nr7ta54. Action taken to novopen 6 was reported as unknown. Action taken to novorapid penfill was reported as unknown. On 13-nov-2024 the outcome for the event "hyperglycaemia(hyperglycaemia)" was recovered. The outcome for the event "novopen 6 does not dispense the product (device failure)" was unknown. The outcome for the event "novopen 6 was showing end (device image display issue)" was unknown. This case was re-classified from non-serious to serious upon fu received on 03-dec-2024 due to addition of seriousness criteria "medically significant" for events."hyperglycaemia", "device failure" and "device image display issue: this report is for a foreign device that is assessed as "similar" to us marketed novopen echo. References included: reference type: e2b company number reference ID#: (B)(4) reference notes:

Event description:
Case description: batch numbers: novopen 6: nvgar27. Novorapid penfill: nr7ta54. Investigation results: name: novopen 6, batch number: nvgar27. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. The readout also revealed indications of unintended use of the pen. One eod mismatch and one time out dose were detected in statistic log. Visual examination and functional testing were performed. The memory display showed "error" upon receipt. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During test the memory displasy reflected all pre-set doses. All mechanical functions were found to be normal. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. It was not possible to detect the alleged fault regarding memory display showing "end". The electronic display showed "error" after the dose button was fully depressed. This is a normal function of the pen to warn the user of non-recommended user behaviour. The user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. The error was caused by unintended use of the device. Name: novorapid penfill 100 u/ml, batch number: nr7ta54. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. A reference sample was examined macroscopically and analysed chemically. The reference sample was found to be normal. The results were found to comply with specifications. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. No abnormalities relating to the observed problem were found. During investigation no irregularities related to the complaint was detected on a reference/reserve sample of the batch in question. The batch documentation has been reviewed and found to be normal. Since last submission the case has been updated with the following: -investigation results added -device tab: improper use or storage updated to yes, is non-reportable updated to no -EU/ca tab: final report check box ticked, expected date of follow up removed -device addendum tab: annex b c d g codes added -narrative updated accordingly this report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer's comment: (B)(6)2025: the suspected device was returned to novonordisk for investigation. All mechanical functions were found to be normal. The user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. The reported error was caused by unintended use of the device. H3 continued: evaluation summary name: novopen 6, batch number: nvgar27 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. The readout also revealed indications of unintended use of the pen. One eod mismatch and one time out dose were detected in statistic log. Visual examination and functional testing were performed. The memory display showed "error" upon receipt. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During test the memory displasy reflected all pre-set doses. All mechanical functions were found to be normal. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. It was not possible to detect the alleged fault regarding memory display showing "end". The electronic display showed "error" after the dose button was fully depressed. This is a normal function of the pen to warn the user of non-recommended user behaviour. The user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. The error was caused by unintended use of the device.